Event description:
It was reported that the patient experienced hypoglycemia while wearing the omnipod. On (B)(6) 2026 a new pod was applied just prior to 9:00pm. The omnipod system functioned in automated mode overnight. The omnipod android application showed the blood glucose (bg) at 202 mg/dl from approximately 9pm to 6am. The patient received 10 units of insulin from the omnipod system over a nine-hour period. The dexcom continuous glucose monitor (cgm) did read the patient¿s bg at 202 mg/dl at 9:11pm, however after that period it continued to drop according to the cgm, and it was reading the bg lower than what was showing on the omnipod application throughout the night. The cgm bg readings matched what was found on fingerstick readings. Review of the glooko data showed absence of cgm data overnight. At approximately 3:00am the patient¿s bg via cgm dropped down to 56 mg/dl and this required treatment with 30 grams of fast acting carbohydrates. The patient¿s bg via cgm at 6:21am was 68 mg/dl and required treatment, however further information on the treatment was not provided. The patient¿s lowest bg reading according to the cgm overnight was less than 55 mg/dl. The patient experienced confusion related to hypoglycemia and a family member intervened to treat the patient accurately for hypoglycemia. It was mentioned that ¿double the dose of normal glucose was required to correct the hypoglycemia,¿ however further information about this treatment was not provided. The pod was changed at approximately 6:30am on (B)(6) 2026 and the cgm data was then shown correctly on the omnipod app. Medwatch mw5186754 received on (B)(6) 2026 verbatim description of event from medwatch: omnipod 5 overdosed patient by 3¿4 times normal dosage overnight. The cgm (dexcom g7) was reading correctly, but the omnipod 5 was showing a constant high blood sugar (202) for 8¿9 hours. The actual blood sugars shown by the cgm were much lower. This caused the omnipod 5 to overdose the patient overnight, resulting in multiple hypoglycemia incidents. During these incidents, the patient was confused and did not treat appropriately due to the confusion. A family member needed to intervene to ensure that the type 1 diabetes patient took glucose to correct the severe hypoglycemia. During one of the hypoglycemia incidents, double the normal dose of glucose was required to correct the hypoglycemia. Medwatch mw5187068 received on (B)(6) 2026 verbatim description of event from medwatch: description of event: on the night of tuesday, (B)(6) 2026, a pod (omnipod) change was performed just prior to 9:00 pm. Following the pod change, the system initially entered "automated mode: limited." At 9:11 pm, a cgm glucose value of 202 mg/dl was recorded. After this reading, the system transitioned from "automated mode: limited" into full "automated mode" and remained in full automated mode throughout the night. Review of the glooko report demonstrates absence of visible cgm data for the overnight period. Despite the lack of cgm values displayed, the report clearly indicates that the system remained in full "automated mode" overnight and did not revert to "automated mode: limited" until another pod change occurred the following morning at approximately 6:30 am. After this morning pod change, cgm glucose values reconnected with the omnipod system and automated mode continued normally. In contrast, the dexcom clarity report contains complete cgm data for the overnight period. This report confirms a cgm glucose value of 202 mg/dl at 9:11 pm, followed by a gradual and continuous decline in glucose levels throughout the night. Hypoglycemia occurred at approximately 3:00 am, with glucose values falling below 70 mg/dl and reaching a nadir of 56 mg/dl around 3:30 am. This episode required treatment with 30 grams of fast acting carbohydrates. Following treatment, glucose levels again trended downward, with a second hypoglycemic episode occurring at 6:21 am, when the cgm recorded a glucose value of 68 mg/dl. This episode also required treatment. Shortly thereafter, a pod change was performed. After this pod change, glucose data reconnected appropriately with the omnipod system, and the remainder of the day proceeded without further adverse events. Reporter observations: the patient¿s mother reports that within the omnipod 5 mobile application, five minute cgm glucose readings were visible throughout the overnight period from 9:11 pm until the morning, including during the times of both hypoglycemic events. She states that during this interval, the omnipod 5 app repeatedly displayed cgm glucose readings of approximately 200¿202 mg/dl, despite the downward trend and hypoglycemia documented on the dexcom clarity report. These cgm readings are not reflected in the glooko report but were reportedly visible within the omnipod 5 app. Actions taken: the event was reported to insulet by the patient¿s mother. A report was also submitted to the FDA through the medwatch reporting system. Outcome: the patient experienced two episodes of nocturnal hypoglycemia requiring treatment with fast acting carbohydrates. Following pod replacement, the morning after the event, cgm data transmission and automated insulin delivery functioned normally for the remainder of the day.

Manufacturer narrative:
In the case description, the user mentioned that the glucose values on the omnipod 5 application were not updating though they were updating on the dexcom application. The omnipod 5 application showed that insulin delivery was being adjusted based on the unchanging glucose value. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the patient history buffer (phb) log files found that a pod was activated at 20:49 on (B)(6) 2026 and scanned for the sensor for four cycles before receiving an estimated glucose value of 202 mg/dl at 21 :11 on (B)(6) 2026. The next sensor cycles use the 202 mg/dl estimated glucose value, but the timestamp for the estimated glucose value record for each cycle was noted to be the same as the first cycle that the value was received. Cgm communication data indicated that the sensor was not connected to the pod for these cycles. The phb data showed that the automated algorithm used this value to suggest automated insulin and the system did not transition to automated mode: limited. This 202 mg/dl value remained in use for each cycle until the pod was deactivated at 06:23 on (B)(6) 2026. During the activation cycle, the estimated glucose value timestamp record was noted to correctly update to the correct time. The investigation is consistent with an edge case in which during initial connection, the pod receives an egv but the cgm disconnects before receiving the required communication interval message. This incomplete connection sequence causes the driver to retain the last valid egv instead of marking the cgm connection as failed. The issue occurs only during the android specific direct connection workflow and only when a disconnect happens on the fifth reconnection attempt. This is currently being investigated in CAPA-000309. Lot release records were not reviewed because the product is the omnipod 5 android application. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: up1a.231005.007.g991u1uescgxh1. Hardware: sm-g991u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.